Manufacturer narrative:
The account has not completed repairs.

Event description:
The account's maintenance stated that the hi/low will run down by itself. He has replaced the footboard and isolated the test port but the issue remains.